Event description:
It was reported that a shaft break occurred. The 90% stenosed, 10mm in length and 2.50mm in diameter target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was used for percutaneous coronary intervention. During the procedure, it was noted that the balloon shaft broke. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).